Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was overfill. The following information was provided by the initial reporter and translated to english. The customer stated: "when the nurse was using it, he pulled the plunger to the scale of 1.6ml for blood collection. After puncture, he found that the plunger automatically moved to 1.8ml with the suction of arterial blood. Then opened a new arterial blood gas needle for operation, and then report to the head nurse of the department."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.